Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that one bag of the capd disconnect y-set had been opened, and then sealed with clear tape. This was noticed before patient use. A new product was replaced to continue the treatment. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, photographs of the sample were provided for evaluation. Visual inspection of the photographs were performed which noted the reclosable tape seal was detached; however, the reclosable tape seal is for easy opening and located below the pouch top and perforation. The purpose of the reclosable tape seal is for retrieving the disposable disconnect y-sets during therapy and the poly pouch functions as a dust cover only. The reported issue was not verified via the photographs. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.